Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, although specific value was not provided. Cause was not known. Reportedly, due to the elevated bg, paramedics were called though services provided were not specified. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.